Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Complaint history was reviewed and there were no previous similar complaints against involved lot. The lhr was reviewed and the lot numbers in the complaint passed qc release. Technical support reviewed customer data and found indications of cartridge mechanical issue. The customer had an older firmware version that did not correct the mechanical issue.

Event description:
Customer reported a false positive result using cue covid-19 test for home and over the counter (otc) use (lot 22499h, cartridge sn (B)(4)) on (B)(6) 2022. No confirmatory tests taken were reported.

Event description:
Customer reported two false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the two false positive results. See (B)(4) for second false positive result. Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 22192c, reader sn (B)(6). Two repeat cue covid-19 test performed on the same day provided negative results. A cue covid-19 test performed twelve hours later provided an additional negative result. No alternate confirmatory testing was reported.

Manufacturer narrative:
G4: PMA/510k number added. H6: investigation findings and investigation conclusions codes added b3: date of event corrected. B5: event description corrected for false positive event occurring on (B)(6) 2022. D4: serial number, lot number and expiration date corrected. H4: device manufacture date corrected. Correction to h10: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.